Event description:
A 6f angio-seal sts plus vascular closure device was used to seal the right femoral arteriotomy site post percutaneous procedure. The patient was taking prescription anti-coagulants and was given reopro during the procedure. Six days later, the patient reported to the physician that he was experiencing pain and swelling at the puncture sit in the right common femoral artery. An ultrasound of the groin revealed a mass at the artery level. As reported, the mass was not a pseudoaneursym. The mass was aspirated. Seven days later, the patient was admitted to the hospital and underwent surgery. Under general anesthesia, a vertical groin incision was made and the pus drained. The infected component of the angio-seal was removed and the absces cavity was debrided. The area was flushed with saline. The sratorius muscle was mobilized from the anterior superior iliac sine and rotated medially to cover the femoral artery. 2.0 vicryl sutures secured the area. Two redivac drains were inserted and the wound closed in layers. At the end of the procedure, the patient had a pink foot and normal pedal pulses. The operative report stated there was a subcutaneous abscess cavity with 15 milliliters of pus extending down to the femoral artery. The residual angio-seal formed the ridus of the abscess cavity. No arterial bleeding was noted. The patient was immunosuppressed.